Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on several atrial tachycardia (at)/atrial fibrillation (af) episodes. There was mirror image on atrial and ventricular electrograms at times that were associated with atrial noise/oversensing. An increase in p-wave variability and far field r-wave (ffrw) oversensing was also noted. Reprogramming was planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.